Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the complete lead was returned with one set screw mark on each of the terminals. The helix was retracted with tissue entwined and blood and body fluid were noted in the helix housing and in the inner lumen past the window area. Visual inspection noted cuts on the outer insulation at 210 and 213 mm from the terminal pin and a 20 degree bend in the lead tip between the helix housing and the distal end of the tip electrode ring. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was able to confirm the field allegation of a bent tip, however analysis was unable to confirm the field allegation of a perforation.

Event description:
Boston scientific received information that the post operation check showed elevated pacing threshold measurements and high out of range impedance measurements in both unipolar and bipolar pacing configurations for the right ventricle (rv) lead. Further analysis through an echocardiography and computed tomography showed that the rv lead perforated into the pericardial space. Connections between the rv lead and device were visualized and shown to be secure. A lead revision procedure was performed, where the rv lead was explanted and a new lead was successfully implanted. Upon explant of the rv lead, a bend between the ring and tip was visable under x-ray. The physician stated that he thought he had noticed the bend at the original implant and expressed concern over the bend resulting in the lead being placed more on the anterior wall then the septum. The physician alleged that the mechanical issue may have lead to mis-positioning on the anterior wall near the septum. It was noted that the scrub technician stated that he did not notice any physical issue with the lead prior to implant. No adverse patient effects as a result of the lead revision procedure were reported.